Event description:
The facility reported a pump with failure code 16:310:903:0002. This failure code occurred during pt use, but it is unk at what step in the process this occurred. There was no pt injury or med intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.